Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot & serial number; however, lot & serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot & serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient noticed a red area at the injection site, was admitted to the hospital for evaluation and treated with intravenous antibiotics on (B)(6)2026.